Manufacturer narrative:
The insulin pump act and esc buttons did not respond due to flattened button dome switches. The insulin pump received with minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the esc and act buttons were unresponsive. The customer was unable to navigate through the insulin pump's menu. Customer's blood glucose level was 9.8 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.